Event description:
A hospital reported to a fisher & paykel healthcare (fph) field representative that a pt, who was on a viasys' infant flow CPAP device and an fph's mr850alu respiratory humidifier, had a pneumothorax allegedly due to excessive condensation. The temperature displayed on the respiratory humidifier base was between 33 degrees celsius and 35 degrees celsius. It was further reported that the following associated devices were used in conjunction with the CPAP device and respiratory humidifier: breathing circuit from viasys. Mr340 infant humidification chamber from fph. 900mr868 temperature/flow probe from fph.

Manufacturer narrative:
The mr850alu respiratory humidifier was returned to fisher & paykel healthcare (fph) office in other country for investigation. No fault was found with the device when performance check and electrical safety test were conducted. It is not clear to fph how excessive condensation could lead to pneumothorax. We are currently in the process of obtaining further clarification from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We are still gathering pertinent information at this stage of our investigation. We will provide a follow up report once we receive further information from the hospital and completion of our analysis.